Event description:
Healthcare professional reported left side "serolymphatic effusion", capsular contracture baker grade unknown, scar-like shell with chronic inflammatory infiltrate. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, left side "serolymphatic effusion". Capsular contracture, baker grade unknown. Scar-like shell with chronic inflammatory infiltrate. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted, more than three openings assessed, as surgical damage.

Event description:
Healthcare professional reported left side "serolymphatic effusion", capsular contracture baker grade unknown, scar-like shell with chronic inflammatory infiltrate. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/05/2024.